Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ADA 13. On (B)(6) 2026, non-osseointegration was verified. Patient presented with bone type III. No product was returned to the manufacturer. At the event the patient experienced: Pain, Bleeding and Inflammation. No further patient complications were reported.